Manufacturer narrative:
(B)(4). Batch # u93t3k. Investigation summary: the analysis results found that the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. No functional test was performed due the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, no anomalies were found. In addition, eight clips were found inside clip track. Possible causes for the condition of the jaw may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before a laparoscopic colectomy, the clip was not fed into the jaws properly and only one side of the clip came off the jaws. The device was not fired or used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.